Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, part of the suction tube was deformed and could not suck in at the time of setting the stabilizer. A replacement unit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed no nonconformities with the tubing. There was no evidence of blood on the device. When further inspected, it was observed that there was an object at the end of the tube blocking part of the opening. The object appeared to be hardened plastic material. Based upon these findings, the reported complaint "part of the suction tube was deformed" was confirmed. Internal file number - (B)(4).